Manufacturer narrative:
The insulin pump was received with no(act, up, escape and down) button response due to corroded keypad traces. No button error alarm and no audio/vibrate anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify low battery alert due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had low battery alert, audio/beep anomaly, and unresponsive buttons. The customer stated that after a battery change due to a low battery alert, the insulin pump had a continuous high pitched squeal and unresponsive buttons. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was 211mg/dl at the time of the incident. The customer also stated that the only event was the battery change and audio/beep anomaly leading to the keypad issues. The customer stated that the time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.